Event description:
Related manufacturer report number:2017865-2024-22645. It was reported, during an elective device replacement procedure, the right ventricular (rv) lead was unable to be removed from the device header. The procedure was stopped due to the inability to disconnect the lead and device. An additional procedure was performed and the device and rv lead were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of unable to removed lead from header was not confirmed. As received, a complete lead was returned in two pieces. Dimensional analysis found the connector pin, connector ring, sealing ring region and the connector boot were within specification. Connector portion was inserted and removed from the device with no restrictions noted. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. During electrical testing the lead was shorting due to procedural damage at the proximal and distal regions of the lead. X-ray examination did not find any indication of conductor fractures.